Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The provided photos were evaluated by a company representative: photos quality are not good enough to make any definite conclusion. It is obvious that lens opacified due to observation of white thickening. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient experienced a decrease in visual acuity. Upon examination, the surgeon observed a white haze in the iol and it appeared that there had been a thickening of the lens. Additional information was provided that the patient is getting more hyperopic and blurry over the last month or two. The doctor does not know what caused or contributed to the event as he is not the implanting physician. The patient just wanted an explanation of what happened to cause this after 13 years. The patient is s/p yag posterior capsulotomy.